Event description:
It was reported that the ilet sleep/wake button became unresponsive, preventing normal operation and providing no haptic feedback, and the user supplied a video demonstrating the issue; a replacement device was arranged and education was provided on shutdown and data handling. Symptoms included no alerts or alarms and no reported clinical effects. Outcomes included replacement supplies shipped and user instruction on continuing cgm use with the dexcom app or receiver. Investigation included review of user-provided evidence and troubleshooting with the user. Investigation of this case revealed a nonfunctional sleep/wake control consistent with a hardware failure of the user interface component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.